Event description:
Maquet marketing mgr and territory mgr were on conference call last friday 10/2/09 with dr (B)(6) when he reported that during an endoscopic vein harvesting procedure, the hemopro began overheating and the jaws were glowing red in the pt's leg even though the activation toggle switch was confirmed to be in the "off" position. A replacement device was used to complete the procedure but that issue welder also overheated and the jaws began glowing red. The hosp did not report any pt complications. This report is for the first device. On 10/15/09, maquet received add'l info that after two hemopro devices failed, the surgeon opened the leg to finish the procedure. On 10/20/09, the account did not follow the sterilization technique per IFU recommendation. The account did steam sterilizes extension cable.

Manufacturer narrative:
The hosp retained the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. (B)(4).